Event description:
It was reported to boston scientific that during a procedure, the patient received a small second degree burn in the vaginal muscosa (internal only). It was very small in size and only required silvadene cream for treatment. The physician was not concerned about the burn and sent the patient home.

Manufacturer narrative:
The device has been disposed of by the user facility. An evaluation cannot be performed; therefore, a failure analysis is not available. Product disposed